Manufacturer narrative:
Upon inspection, the issue was suspected to be related to the valve assembly. However, when the customer later tested the unit using a simulation balloon, the automatic inflation failure did not recur. This outcome was communicated to the customer. At this time, the customer has not agreed to proceed with further repairs. This complaint will be closed if more information is received in regard to this complaint the investigation will be updated.

Event description:
Customer reported that the cardiosave (iabp) device initially failed to automatically inflate and could not start. There was no patient harm was reported.